Manufacturer narrative:
(B)(4).

Event description:
During a call to baxter's technical service center the technical service representative (tsr) reviewed the alarm log of a homechoice (hc) device and identified a system error 2240 (air in set) alarm. The home patient reported he had 2 bags connected and the unused clamps were open. The tsr reviewed set up and proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.

Event description:
It was reported by the affiliate that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon tried to fire the device but it locked. The device jaw didn't open, but the surgeon tried to open it though. The surgeon is going to use a competitor's product. Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device and one reload will be returned. (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during use was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable due to open clamps on unused lines. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).